Event description:
Reporter alleged pts' blood glucose measured 496 mg/dl on the meter compared to the lab result of 40 mg/dl which was performed 8 minutes later. Reporter stated linearity was run on the device at noon the day of the alleged comparison and were found to be "perfect." No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.